Event description:
It was reported, that when the pigtail was connected, it did not display an image on the screen. The issue occurred, during preparation for an esophagogastroduodenoscopy procedure. Which was successfully, completed using a similar device. The procedure was delayed by only 5 minutes. With no adverse health consequences or patient impact reported. There were no indications of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lock latch was worn out, there was no image, and a defect in the dr board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn out lock latch should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.